Event description:
False positive result(s). The user reported that they tested positive for covid with flowflex plus on 12/5, 12/14, and 12/17. They confirmed that they tested negative for covid with a binaxnow test on 12/17. They confirmed that they did not receive a pcr test at any time from a healthcare provider. Initially began having symptoms of a respiratory infection on 11/26. Purchased from walmart.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
False positive result(s). The user reported that they tested positive for covid with flowflex plus on 12/5, 12/14, and 12/17. They confirmed that they tested negative for covid with a binaxnow test on 12/17. They confirmed that they did not receive a pcr test at any time from a healthcare provider. Initially began having symptoms of a respiratory infection on 11/26. Purchased from (B)(6).

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080014 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from cfl4080014 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.